Event description:
The facility's biomed reported an infusion pump with a 12:303 failure code that was found during biomed testing. The biomed stated that there have been no peports of any patient incident involving this pump since the last baxter service event.